Event description:
On (B)(6) 2012, the surgeon performed a left si joint fusion on the patient placing three ifuse implants. The patient did quite well for the first three months after surgery and had marked relief of her si joint pain. At approximately three months after the index surgery, the patient began complaining of pain of the same nature and character located in the same anatomic area as the pain that was present before her ifuse surgery. The patient had no new radicular pain complaints and no motor or sensory deficits on examination. A repeat diagnostic injection was performed that confirmed that the pain was coming from the si joint. A CT scan showed what appeared to be some possible lucency at the tip of the third implant. No lucency was present around the other implants. The implants, per report of the surgeon, were appropriately placed crossing the si joint and were fully docked into the bone of the sacrum. On (B)(6) 2013, the surgeon performed a revision surgery. He attempted to remove the implants with the si-bone removal tool and the large slap hammer, but was unable to remove the implants. He then opened the joint from the dorsal approach and placed two allograft dowels. No fuse implants were removed. He did not place additional autograft or other bone products. The surgery went well and there were no complications. The patient is doing well after the revision surgery. Per si-bone vp of medical affairs: ¿medical review shows that this is a case of late revision for treatment of recurrent pain. The revision consisted of attempted removal of the third implant which was not possible secondary to secure fixation in bone. Allograft dowels were placed from a dorsal approach."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and (B)(4), the root cause for the pain or perceived lucency could not be determined. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7055-90, lot# 7753003041004, manufactured 11/28/11, expires 2015-01. P/n 7045-90, lot# 7663002731004, manufactured 06/17/11, expires 2014-10. P/n 7045-90, lot# 7753002898004, manufactured 10/03/11, expires 2014-11.